Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date, without the meter information.

Event description:
The customer received a blood glucose reading of 120mg/dl on the contour next link meter, re-tested on the contour meter and the reading was 60mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The call ended before any additional information could be obtained.